Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they had never talked to anyone since the implant was implanted. The patient said they were supposed to be called last saturday but they never heard from anyone. The patient wanted to know if they should change the type of therapy because they didn't think the therapy was working the way it should be right now. The patient mentioned that the trial worked great and they didn't have any accidents for the 5 days it was implanted but now they couldn't say the same since they've had the implant for a week. The patient had been monitoring their symptoms and had been adjusting their stimulation daily. The patient saw their healthcare provider on friday because they had somehow pulled their stitches out and the healthcare provider was going to give the patient a phone number to call the manufacturer but the patient never got the phone number from the representative. The patient did not remember if they were given any sort of information on how long in between adjustments. The patient was in the hospital after the implant procedure and their stimulation was too much so they put it down and waited a couple of days and increased it up once a day and now they hadn't been doing that because they could feel it so they hadn't adjusted it since then and it had been adjusted probably 4-5 times. The agent reviewed role of patient services, their doctor, and manufacturer rep. The patient stated they have another appointment with their doctor this week and will discuss questions then. The patient called back on (B)(6) 2025 and reiterated that they didn't feel the device was doing what it's suppose to be doing and they hadn't seen any improvement in their symptoms with the permanent implant even though they already increased intensity on program 3 a few times. The agent reviewed therapy information and general programming guidance. They were redirected to their doctor to further address the issue. They're scheduled to see them on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.